Event description:
Additional information from the patient reported that the patient reported that their hematoma they developed after implant had almost gone away and there is a small bump yet. The hematoma developed "about 5 days after implant."

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) via manufacture representative reported the patient landscaped the entire yard the day after the implantable neurostimulator (ins) was implanted. The patient was seen on (B)(6) 2015 at the hcp¿s office for a softball-size hematoma in the pocket and bruising down their upper thigh. The hcp indicated there was oozing from inside the pocket, though the incision appeared intact. The patient was sent home with antibiotics; another appointment was scheduled for (B)(6) 2015. Outcome remains unknown. Follow-up was conducted to obtain additional information. The indication for use included urinary dysfunction.